Manufacturer narrative:
(B)(6).

Event description:
It was reported that the t2 could not be removed from the trip. No patient injury was reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that the t2 could not be removed from the trip. A backup device was available to complete the procedure with no delay or patient injuries.